Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the channel was pulled out due to the following: 1. K-mount unit was deformed by excessive rotational stress which was applied to the ge5145 luer port at attachment/detachment of forceps/irrigation plug. 2. Deformation of the k-mount increased clearance at ge5147 ch-ring and ge5145 luer port, which led to rotation of ge5147 ch-ring and looseness of the grip. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. Additionally, the evaluation revealed the following findings: due to looseness of forceps channel port, water tightness was lost and due to damage on image guide bundle, the image had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the oes cystonephrofiberscope instrument channel port had been pulled out entirely. The issue was observed during post-procedure disassembly prior to reprocessing. Th nurse noted the scope was leaking more than other scopes during the cystoscopy; however, this did not affect the completion of the procedure. There was no delay noted. There were no reports of patient harm or impact associated with this event.